Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other starclose se devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device after a neuro-interventional procedure, using a 6f sheath. Reportedly, the puncture was through two previously deployed starclose se clips. While advancing the thumb advancer the device popped out of the patient with two of the previously deployed clips on the shaft of the device. The device was not deployed. A collagen patch and manual arterial compression were used to achieve hemostasis. There were no reported adverse patient effects. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: although it was initially reported the device was not returning, the device was subsequently received. Analysis of the returned device confirmed the reported 2 previously deployed clips being caught on the sheath of the complaint device which resulted in both clips being removed with the complaint device. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the investigation, there is no indication of a product deficiency.